Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states he just replaced the motors, and the consumer is calling to say it pulls to the right and shakes on the right.